Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of dyspareunia ('some pain during intercourse') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included elective abortion in 2015, parity 2 (2 births 2005 and 2007), multigravida, appendectomy, abdominal pain and laparoscopy (due to abdominal pain). Concurrent conditions included breast nodule (no progression). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), paraesthesia ("nocturnal paraesthesia predominantly in the upper limbs"), malaise ("malaise with loss of consciousness"), loss of consciousness ("malaise with loss of consciousness"), asthenia ("asthenia"), hypotension ("hypotension"), muscle spasms ("cramps / cramps in hands") and arthralgia ("diffuse joint pain"). The patient was treated with surgery (essure removal / laparoscopic bilateral salpingectomy and cornuectomy)). Essure was removed on (B)(6) 2020. At the time of the report, the dyspareunia, paraesthesia, muscle spasms and arthralgia was resolving. The reporter considered arthralgia, asthenia, dyspareunia, hypotension, loss of consciousness, malaise, muscle spasms and paraesthesia to be related to essure. The reporter commented: that the postoperative aftermath was uncomplicated and that the surgery was done at the patient¿s request. Diagnostic results (normal ranges are provided in parenthesis if available): neurological examination - on an unknown date: normal. Sample received : yes date of sample received : 30-mar-2021. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 2-apr-2021: quality safety evaluation of ptc we received a sample in this case. A technical investigation was conducted,including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of dyspareunia ('some pain during intercourse') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included elective abortion in 2015, parity 2 (2 births 2005 and 2007), multigravida, appendectomy, abdominal pain and laparoscopy (due to abdominal pain). Concurrent conditions included breast nodule (no progression). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), paraesthesia ("nocturnal paraesthesia predominantly in the upper limbs"), malaise ("malaise with loss of consciousness"), loss of consciousness ("malaise with loss of consciousness"), asthenia ("asthenia"), hypotension ("hypotension"), muscle spasms ("cramps / cramps in hands") and arthralgia ("diffuse joint pain"). The patient was treated with surgery (essure removal / laparoscopic bilateral salpingectomy and cornuectomy)). Essure was removed on (B)(6) 2020. At the time of the report, the dyspareunia, paraesthesia, muscle spasms and arthralgia was resolving. The reporter considered arthralgia, asthenia, dyspareunia, hypotension, loss of consciousness, malaise, muscle spasms and paraesthesia to be related to essure. The reporter commented: that the postoperative aftermath was uncomplicated and that the surgery was done at the patient¿s request. Diagnostic results (normal ranges are provided in parenthesis if available): neurological examination - on an unknown date: normal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of dyspareunia ('some pain during intercourse') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included elective abortion in 2015, parity 2 (2 births 2005 and 2007), pregnancy, appendectomy, abdominal pain and laparoscopy (due to abdominal pain). Concurrent conditions included breast nodule (no progression). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), paraesthesia ("nocturnal paraesthesia predominantly in the upper limbs"), malaise ("malaise with loss of consciousness"), loss of consciousness ("malaise with loss of consciousness"), asthenia ("asthenia"), hypotension ("hypotension"), muscle spasms ("cramps / cramps in hands") and arthralgia ("diffuse joint pain"). The patient was treated with surgery (essure removal / laparoscopic bilateral salpingectomy and cornuectomy)). Essure was removed on (B)(6) 2020. At the time of the report, the dyspareunia, paraesthesia, muscle spasms and arthralgia was resolving. The reporter considered arthralgia, asthenia, dyspareunia, hypotension, loss of consciousness, malaise, muscle spasms and paraesthesia to be related to essure. The reporter commented: that the postoperative aftermath was uncomplicated and that the surgery was done at the patient¿s request. Diagnostic results (normal ranges are provided in parenthesis if available): neurological examination - on an unknown date: normal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.